Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device fell apart due to strain. This was attributed to excessive normal wear. The device was repaired and returned to the customer on (B)(4) 2013.

Event description:
Customer reported there was emission of heat and the cutting bar was defective. Product occurrence not relevant to the health of patient or user. Device was returned for service. This is report 1 of 1 for complaint (B)(4).